Event description:
It was reported that during an unknown procedure, the blade got too hot. No error messages noted. No burns. No patient impact. It is unknown how the procedure was completed. The device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): added additional information. The device was returned in good physical condition. The device was tested with a generator and was functional. No thermal issues were noted. The blade was not hotter than the expected. There were no additional anomalies noted with the functionality of the device. If the grip assist and/or wrench are not used to properly tighten the fcs9 to hpblue, there could be a heat effect at the threaded stud to instrument interface.